Manufacturer narrative:
Correction: b5 and h6 for missing patient symptoms.

Event description:
It was reported that the patient presented in clinic due fatigue and dyspnea. Device interrogation revealed under sensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.